Event description:
The reporter contacted animas on (B)(6) 2013 stating that a family member found them semiconscious in bed with a blood glucose of 1.5 mmol/l. The patient was reportedly treated with oral carbohydrates and blood glucose levels returned to 7 mmol/l. The reporter stated that emts were called but there was no need for emergency treatment upon their arrival. Upon review of the pump, the reporter confirmed that the pump basal and bolus settings were correct. The review revealed that the time and date on the pump were set incorrectly. The pump delivery history leading up to the event was unable to be confirmed due to the time and date being set incorrectly on the pump. This report is made based on the allegation that the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the pump black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.